Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-jul-2017, the fse replaced the 2-way solenoid valve and primed reagents. The waste flow was checked and the daily check passed. As reported, no patients were affected. The most probable cause of the reported event was failure of the 2-way solenoid valve.

Event description:
On (B)(6) 2017, a customer reported that the overflow bottle on their aia-360 analyzer had waste in it and was leaking. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of e2, fsh and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.